Event description:
It was reported that during a laparoscopic colectomy, on the third firing, the device would not open and was stuck on the tissue. Inserted another trocar and device to cut the device from the tissue. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 01/26/2009. Info is unavailable; device was not returned for evaluation.